Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with no reported alarms, leaks, or interruption of insulin delivery, confirmed by a capillary glucose of 202 mg/dl and later 188 mg/dl, leading to troubleshooting that included infusion set replacement, guidance on backup therapy with temporary pump disconnection, and education on supply management and meal announcement. Symptoms included elevated blood glucose. Outcomes included troubleshooting and user education without hospitalization. Investigation included telephone-based assessment, review of user-reported data, and guided infusion set change. Investigation of this case revealed no device alarms or clear device malfunction, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.